Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-30952. Ii was reported that the patient was experiencing ineffective therapy due to inoperable ipg (manufacturer report number: 3006705815-2020-31161) and high impedance in both leads. As a result, surgical intervention occured wherein the system was explanted and replaced. Therapy was restored post op.